Event description:
A (B)(6) year old female with significant cardiac history was deemed a poor surgical candidate for myocardial revascularization. Following placement of left ventricular support via tandemheart, she underwent high risk pci to lm, lad, cto and rca cto via radial access. Patient became hypotensive (possible cardiogenic shock) and right-sided support was initiated with a second tandemheart. Patient developed leukocytosis (wbc approximately 14 k-l) and fevers (approximately 38.50c) post-procedure. Both left and right tandemheart devices were removed following six days of support. Subsequent CT scan of the head/neck showed large right intraparenchymal hemorrhage with intraventricular, subarachnoid and subdural extension. Upon return from CT scan patient no longer had cough or gag, and was not breathing over the ventilator. Note that concomitant medications included plavix, aspirin and heparin. Status was dnr; the patient expired the day of explant.